Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. Per the instructions for use, the user is advised inspect instruments and cables for damage prior to each use, especially the insulation of laparoscopic/endoscopic instruments. This may be done visually under magnification or with a high voltage insulation testing device. Insulation failures may result in burns or other injuries to the patient or operator. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the plp2020, elite surgical smoke evacuation pencil, was being used on an unknown date during a bilateral breast augmentation procedure when it was reported ¿the top of the handpiece is split, and the current goes through the diathermy handpiece part, instead of the tip of the insulated diathermy. It causes unwanted/accidental burns/diathermy over the operated area.¿. Further assessment questioning found that ¿burnt skin have been excised by surgeon. This was skin that would have been excised anyway as part of the procedure thankfully.¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the plp2020, elite surgical smoke evacuation pencil, was being used on an unknown date during a bilateral breast augmentation procedure when it was reported ¿the top of the handpiece is split, and the current goes through the diathermy handpiece part, instead of the tip of the insulated diathermy. It causes unwanted/accidental burns/diathermy over the operated area.¿. Further assessment questioning found that ¿burnt skin have been excised by surgeon. This was skin that would have been excised anyway as part of the procedure thankfully¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.